Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 41-year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included knee sprain (gave pain meds- knee brace) in 2012, multigravida, parity 4 ((B)(6) 1990, (B)(6) 1992, (B)(6) 2006, (B)(6) 2013), recurrent abortion, pain in elbow, swelling of elbows, trauma, eye pain, redness, swelling of eyelid, memory loss, phonophobia, photophobia, yeast infection, alcohol intoxication, tobacco use disorder, constipation, facial reconstructive surgery, rhinoplasty, d & c, skull fracture, polyhydramnios, cocaine abuse and temporomandibular joint disorder. She denies other injury. Denies drainage. No visual changes, no aura. On (B)(6) 2014 patient had pelvic ultrasound, transvaginal / transabdominal ultrasound resulted in 2.2 x 1.8 x 1.9 cm complex right ovarian cystic lesion. 3.3 cm simple left ovarian cystic lesion. Recommend fo11owup ultrasound in 2-3 menstrual cycles. 2. Normal endometrium. No myometrial mass. On (B)(6) 2017 patient had transvaginal ultrasound evaluation of the pelvis resulted in position- uterus is in neutral position morphology: myometrium is homogeneous. There are linear echogenic regions the cornea, likely corresponding to the essure device is not well evaluated by ultrasound. On (B)(6) 2014 patient had transabdominal and transvaginal pelvic ultrasound resulted in transabdominal: uterus: the uterus is anteverted and measures 7.6 x 4 x 5.1 cm. Adnexa: the ovaries appear grossly normal trans abdominally, but their internal architecture is not well assessed. Kidneys: there is mild right hydronephrosis. The left kidney is normal. Bilateral ureteral jets were identified at the level of the bladder. In order to better visualize the endometrial stripe and adnexal structures, transvaginal ultrasound was performed. Impression: 1.1.6 cm hemorrhagic cyst within the right ovary. In reproductive age patients, typical hemorrhagic cysts measuring 5 cm or less require no imaging follow-up. 2. Normal uterus and endometrium. 3. Small amount of intrapelvic fluid. 4. Mild right hydronephrosis, of unclear etiology. The bilateral ureteral jets were identified at the level of the bladder. On (B)(6) 2014 patient had CT abdomen and pelvis without and with contrast resulted in kidneys demonstrate symmetric nephrograms. No enhancing renal mass. No nephrolithiasis or hydronephrosis.there is incomplete contrast filling the distal ureters. No urothelial abnormality in the renal collecting systems, the well-visualized proximal and mid ureters, or the urinary bladder. Urinary bladder is normal impression: 1. Suboptimal characterization of the bilateral distal ureters. Otherwise no CT urography abnormality in the kidneys, ureters, or urinary bladder. 2. Bilateral essure devices on (B)(6) 2015 patient had CT abdomen pelvis with contrast resulted in 1. Acute appendicitis. No rupture. No abscess. 2. Trace amount of fluid extending along the right paracolic gutter secondary to acute appendicitis. Previously administered products included for birth control: mirena from 2010 to 2012 and depoprovera from 2006 to 2009; for an unreported indication: oxycodone. Concurrent conditions included skull fracture since 2010, smoker, alcohol use, urethral bleeding, uterine bleeding, anxiety, ovarian cyst, back pain, memory impaired, insomnia, vaginal irritation, vertigo, menstrual disorder, endometrial biopsy, excessive menstruation, polymenorrhoea, irregular menstruation, uterine bleeding, abdominal pain, knee pain, stress, bipolar ii disorder, abdominal tenderness, flank pain, shooting pain, microscopic hematuria, kidney stone, vomiting, nausea and postoperative pain. Family history included cancer (paternal aunt), diabetes (father, maternal grandmother, and paternal grandmother), heart disorder (paternal grandfather), heart failure (father), hypertension (paternal grandmother), stroke (paternal grandmother) and heart disease, unspecified. Concomitant products included medroxyprogesterone acetate (depo provera) for genital bleeding, codeine phosphate;paracetamol (tylenol with codeine no.3) for headache as well as duloxetine hydrochloride (cymbalta) from 2014 to 2015 and sertraline from 2013 to 2014. In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping) / pain menstrual"), medical device site pain ("severe abdominal pain/ pain sharp abdominal pain in area of device/abdominal pain in both tubes constant (several times per day)"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and depression ("depression / depression has become more severe"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and was found to have weight increased ("weight gain") and blood urine present ("blood in urine"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depressive symptom ("symptoms of depression"), polycystic ovaries ("ovarian cysts") with pelvic pain, premenopausal symptoms ("pre-menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), incontinence ("incontinence"), abdominal pain ("abdominal pain") and perimenopausal symptoms ("peri-menopausal"). The patient was treated with acetylsalicylic acid (aspirin), antibiotics, hormones, progesterone, sulfamethoxazole;trimethoprim (bactrim) and surgery (essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, dysmenorrhoea, medical device site pain, depressive symptom, polycystic ovaries, premenopausal symptoms, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, weight increased, blood urine present, anxiety, incontinence and perimenopausal symptoms outcome was unknown, the genital haemorrhage, fatigue, dyspareunia and migraine was resolving, the cystitis, urinary tract infection, vaginal infection and depression had not resolved and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, blood urine present, cystitis, depression, depressive symptom, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, medical device site pain, menorrhagia, migraine, polycystic ovaries, premenopausal symptoms, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased and perimenopausal symptoms to be related to essure. The reporter commented: currently planning for essure removal. Patient tolerated the procedure well after retracting the hysteroscope, there were 2 trailing coils protruding from the tubal ostia as per manufacturer recommendation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Biopsy uterus - in (B)(6) 2014: results: she did not have cancer. Ultrasound ovary - in (B)(6) 2014: results: ovarian cysts; in 2014: results: ovarian cysts. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage, polycystic ovaries, pelvic pain, genital haemorrhage, depression, fatigue, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-sep-2020: pfs received. Reporter's information added.event:incontinence , migration of essure device location of device: uterus,abdominal pain ,peri-menopausal were added. Event: abdominal pain , migraine, fatigue, heavy bleeding, dyspareunia outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure piercing through fallopian tubes') and device expulsion ('migration of essure device location of device: uterus') in a 41-year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included knee sprain (gave pain meds- knee brace) in 2012, multigravida, parity 4 ((B)(6) 1990, (B)(6) 1992, (B)(6) 2006, (B)(6) 2013), recurrent abortion, pain in elbow, swelling of elbows, trauma, eye pain, redness, swelling of eyelid, memory loss, phonophobia, photophobia, yeast infection, alcohol intoxication, tobacco use disorder, constipation, facial reconstructive surgery, rhinoplasty, d & c, skull fracture, polyhydramnios, cocaine abuse and temporomandibular joint disorder. She denies other injury. Denies drainage. No visual changes, no aura. On (B)(6) 2014 patient had pelvic ultrasound, transvaginal / transabdominal ultrasound resulted in 2.2 x 1.8 x 1.9 cm complex right ovarian cystic lesion. 3.3 cm simple left ovarian cystic lesion. Recommend fo11owup ultrasound in 2-3 menstrual cycles. 2. Normal endometrium. No myometrial mass. On (B)(6) 2017 patient had transvaginal ultrasound evaluation of the pelvis resulted in position- uterus is in neutral position morphology: myometrium is homogeneous. There are linear echogenic regions the cornea, likely corresponding to the essure device is not well evaluated by ultrasound. On (B)(6) 2014 patient had transabdominal and transvaginal pelvic ultrasound resulted in transabdominal: uterus: the uterus is anteverted and measures 7.6 x 4 x 5.1 cm. Adnexa: the ovaries appear grossly normal trans abdominally, but their internal architecture is not well assessed. Kidneys: there is mild right hydronephrosis. The left kidney is normal. Bilateral ureteral jets were identified at the level of the bladder. In order to better visualize the endometrial stripe and adnexal structures, transvaginal ultrasound was performed. Impression: 1.1.6 cm hemorrhagic cyst within the right ovary. In reproductive age patients, typical hemorrhagic cysts measuring 5 cm or less require no imaging follow-up. 2. Normal uterus and endometrium. 3. Small amount of intrapelvic fluid. 4. Mild right hydronephrosis, of unclear etiology. The bilateral ureteral jets were identified at the level of the bladder. On (B)(6) 2014 patient had CT abdomen and pelvis without and with contrast resulted in kidneys demonstrate symmetric nephrograms. No enhancing renal mass. No nephrolithiasis or hydronephrosis.there is incomplete contrast filling the distal ureters. No urothelial abnormality in the renal collecting systems, the well-visualized proximal and mid ureters, or the urinary bladder. Urinary bladder is normal impression: 1. Suboptimal characterization of the bilateral distal ureters. Otherwise no CT urography abnormality in the kidneys, ureters, or urinary bladder. 2. Bilateral essure devices on (B)(6) 2015 patient had CT abdomen pelvis with contrast resulted in 1. Acute appendicitis. No rupture. No abscess. 2. Trace amount of fluid extending along the right paracolic gutter secondary to acute appendicitis. Previously administered products included for birth control: mirena from 2010 to 2012 and depoprovera from 2006 to 2009; for an unreported indication: oxycodone, sertraline, naproxen and calcium carbonate. Concurrent conditions included skull fracture since 2010, smoker, alcohol use, urethral bleeding, uterine bleeding, anxiety, ovarian cyst, back pain, memory impaired, insomnia, vaginal irritation, vertigo, menstrual disorder, endometrial biopsy, excessive menstruation, polymenorrhoea, irregular menstruation, uterine bleeding, abdominal pain, knee pain, stress, bipolar ii disorder, abdominal tenderness, flank pain, shooting pain, microscopic hematuria, kidney stone, vomiting, nausea, postoperative pain, overweight and urinary frequency. Family history included cancer (paternal aunt), diabetes (father, maternal grandmother, and paternal grandmother), heart disorder (paternal grandfather), heart failure (father), hypertension (paternal grandmother), stroke (paternal grandmother) and heart disease, unspecified. Concomitant products included medroxyprogesterone acetate (depo provera) for genital bleeding as well as duloxetine hydrochloride (cymbalta) from 2014 to 2015 and sertraline from 2013 to 2014. In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping) / pain menstrual"), medical device site pain ("severe abdominal pain/ pain sharp abdominal pain in area of device/abdominal pain in both tubes constant (several times per day)"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and depression ("depression / depression has become more severe"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and was found to have weight increased ("weight gain") and blood urine present ("blood in urine"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), depressive symptom ("symptoms of depression"), polycystic ovaries ("ovarian cysts") with pelvic pain, premenopausal symptoms ("pre-menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), incontinence ("incontinence"), abdominal pain ("abdominal pain") and perimenopausal symptoms ("peri-menopausal"). The patient was treated with acetylsalicylic acid (aspirin), antibiotics, hormones, progesterone, sulfamethoxazole;trimethoprim (bactrim) and surgery (essure removed and essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, dysmenorrhoea, medical device site pain, depressive symptom, polycystic ovaries, premenopausal symptoms, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, weight increased, blood urine present, anxiety, incontinence and perimenopausal symptoms outcome was unknown, the genital haemorrhage, fatigue, dyspareunia and migraine was resolving, the cystitis, urinary tract infection, vaginal infection and depression had not resolved and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, blood urine present, cystitis, depression, depressive symptom, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, medical device site pain, menorrhagia, migraine, polycystic ovaries, premenopausal symptoms, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased and perimenopausal symptoms to be related to essure. The reporter commented: currently planning for essure removal. Patient tolerated the procedure well after retracting the hysteroscope, there were 2 trailing coils protruding from the tubal ostia as per manufacturer recommendation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Biopsy uterus - in (B)(6) 2014: results: she did not have cancer. Ultrasound ovary - in (B)(6) 2014: results: ovarian cysts; in 2014: results: ovarian cysts. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage, polycystic ovaries, pelvic pain, genital haemorrhage, depression, fatigue, urinary tract infection. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: medical record received. Event added: essure piercing through fallopian tubes. Reporters information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding / abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included knee sprain (gave pain meds- knee brace) in 2012, multigravida, parity 4 ((B)(6) 1990, (B)(6) 1992, (B)(6) 2006, (B)(6) 2013), recurrent abortion, pain in elbow, swelling of elbows, trauma, eye pain, redness, swelling of eyelid, memory loss, phonophobia, photophobia, yeast infection, alcohol intoxication, tobacco use disorder, constipation, facial reconstructive surgery, rhinoplasty, d & c, skull fracture, polyhydramnios, cocaine abuse and temporomandibular joint disorder. She denies other injury. Denies drainage. No visual changes, no aura. On (B)(6) 2014 patient had pelvic ultrasound, transvaginal / transabdominal ultrasound resulted in 2.2 x 1.8 x 1.9 cm complex right ovarian cystic lesion. 3.3 cm simple left ovarian cystic lesion. Recommend follow up ultrasound in 2-3 menstrual cycles. 2. Normal endometrium. No myometrial mass. On (B)(6) 2017 patient had transvaginal ultrasound evaluation of the pelvis resulted in position- uterus is in neutral position morphology: myometrium is homogeneous. There are linear echogenic regions the cornea, likely corresponding to the essure device is not well evaluated by ultrasound. On (B)(6) 2014 patient had transabdominal and transvaginal pelvic ultrasound resulted in transabdominal: uterus: the uterus is anteverted and measures 7.6 x 4 x 5.1 cm. Adnexa: the ovaries appear grossly normal trans abdominally, but their internal architecture is not well assessed. Kidneys: there is mild right hydronephrosis. The left kidney is normal. Bilateral ureteral jets were identified at the level of the bladder. In order to better visualize the endometrial stripe and adnexal structures, transvaginal ultrasound was performed. Impression: 1.6 cm hemorrhagic cyst within the right ovary. In reproductive age patients, typical hemorrhagic cysts measuring 5 cm or less require no imaging follow-up. Normal uterus and endometrium. Small amount of intrapelvic fluid. Mild right hydronephrosis, of unclear etiology. The bilateral ureteral jets were identified at the level of the bladder. On (B)(6) 2014 patient had CT abdomen and pelvis without and with contrast resulted in kidneys demonstrate symmetric nephrograms. No enhancing renal mass. No nephrolithiasis or hydronephrosis. There is incomplete contrast filling the distal ureters. No urothelial abnormality in the renal collecting systems, the well-visualized proximal and mid ureters, or the urinary bladder. Urinary bladder is normal impression: suboptimal characterization of the bilateral distal ureters. Otherwise no CT urography abnormality in the kidneys, ureters, or urinary bladder. Bilateral essure devices on (B)(6) 2015 patient had CT abdomen pelvis with contrast resulted in: acute appendicitis. No rupture. No abscess. Trace amount of fluid extending along the right paracolic gutter secondary to acute appendicitis. Previously administered products included for birth control: mirena from 2010 to 2012 and depoprovera from 2006 to 2009; for an unreported indication: oxycodone. Concurrent conditions included skull fracture since 2010, smoker, alcohol use, urethral bleeding, uterine bleeding, anxiety, ovarian cyst, back pain, memory impaired, insomnia, vaginal irritation, vertigo, menstrual disorder, endometrial biopsy, excessive menstruation, polymenorrhoea, irregular menstruation, uterine bleeding, abdominal pain, knee pain, stress, bipolar ii disorder, abdominal tenderness, flank pain, shooting pain, microscopic hematuria, kidney stone, vomiting, nausea and postoperative pain. Family history included cancer (paternal aunt), diabetes (father, maternal grandmother, and paternal grandmother), heart disorder (paternal grandfather), heart failure (father), hypertension (paternal grandmother), stroke (paternal grandmother) and heart disease, unspecified. Concomitant products included medroxyprogesterone acetate (depo provera) for genital bleeding, codeine phosphate;paracetamol (tylenol with codeine no.3) for headache as well as duloxetine hydrochloride (cymbalta) from 2014 to 2015 and sertraline from 2013 to 2014. In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping) / pain menstrual"), medical device site pain ("severe abdominal pain/ pain sharp abdominal pain in area of device/abdominal pain in both tubes constant (several times per day)"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and depression ("depression / depression has become more severe"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and blood urine present ("blood in urine"). On an unknown date, the patient experienced depressive symptom ("symptoms of depression"), polycystic ovaries ("ovarian cysts") with pelvic pain, menopausal symptoms ("pre-menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches") and anxiety ("anxiety"). The patient was treated with acetylsalicylic acid (aspirin), antibiotics, hormones, progesterone and sulfamethoxazole;trimethoprim (bactrim). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, medical device site pain, depressive symptom, fatigue, dyspareunia, polycystic ovaries, menopausal symptoms, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, weight increased, blood urine present and anxiety outcome was unknown and the cystitis, urinary tract infection, vaginal infection, depression and migraine had not resolved. The reporter considered anxiety, bladder disorder, blood urine present, cystitis, depression, depressive symptom, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device site pain, menopausal symptoms, menorrhagia, migraine, polycystic ovaries, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: currently planning for essure removal. Patient tolerated the procedure well after retracting the hysteroscope, there were 2 trailing coils protruding from the tubal ostia as per manufacturer recommendation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Biopsy uterus - in april 2014: results: she did not have cancer. Ultrasound ovary - in april 2014: results: ovarian cysts; in 2014: results: ovarian cysts. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage, polycystic ovaries, pelvic pain, genital haemorrhage, depression, fatigue, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-aug-2020: pif received- new event anxiety was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 41-year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included knee sprain (gave pain meds- knee brace) in 2012, multigravida, parity 4 ((B)(6) 1990, (B)(6) 1992, (B)(6) 2006, (B)(6) 2013), recurrent abortion, pain in elbow, swelling of elbows, trauma, eye pain, redness, swelling of eyelid, memory loss, phonophobia, photophobia, yeast infection, alcohol intoxication, tobacco use disorder, constipation, facial reconstructive surgery, rhinoplasty, d & c, skull fracture, polyhydramnios, cocaine abuse and temporomandibular joint disorder. She denies other injury. Denies drainage. No visual changes, no aura. Previously administered products included for birth control: mirena from 2010 to 2012 and depoprovera from 2006 to 2009; for an unreported indication: oxycodone. Concurrent conditions included skull fracture since 2010, smoker, alcohol use, urethral bleeding, uterine bleeding, anxiety, ovarian cyst, back pain, memory impaired, insomnia, vaginal irritation, vertigo, menstrual disorder, endometrial biopsy, excessive menstruation, polymenorrhoea, irregular menstruation, uterine bleeding, abdominal pain, knee pain, stress, bipolar ii disorder, abdominal tenderness, flank pain, shooting pain, microscopic hematuria, kidney stone, vomiting, nausea and postoperative pain. Family history included cancer (paternal aunt), diabetes (father, maternal grandmother, and paternal grandmother), heart disorder (paternal grandfather), heart failure (father), hypertension (paternal grandmother), stroke (paternal grandmother) and heart disease, unspecified. Concomitant products included medroxyprogesterone acetate (depo provera) for genital bleeding, codeine phosphate;paracetamol (tylenol with codeine no.3) for headache as well as duloxetine hydrochloride (cymbalta) from 2014 to 2015 and sertraline from 2013 to 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping) / pain menstrual"), medical device site pain ("severe abdominal pain/ pain sharp abdominal pain in area of device/abdominal pain in both tubes constant (several times per day)"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and depression ("depression / depression has become more severe"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and was found to have weight increased ("weight gain") and blood urine present ("blood in urine"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depressive symptom ("symptoms of depression"), polycystic ovaries ("ovarian cysts") with pelvic pain, premenopausal symptoms ("pre-menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), incontinence ("incontinence"), abdominal pain ("abdominal pain") and perimenopausal symptoms ("peri-menopausal"). The patient was treated with acetylsalicylic acid (aspirin), antibiotics, hormones, progesterone, sulfamethoxazole;trimethoprim (bactrim) and surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, dysmenorrhoea, medical device site pain, depressive symptom, polycystic ovaries, premenopausal symptoms, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, weight increased, blood urine present, anxiety, incontinence and perimenopausal symptoms outcome was unknown, the genital haemorrhage, fatigue, dyspareunia and migraine was resolving, the cystitis, urinary tract infection, vaginal infection and depression had not resolved and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, blood urine present, cystitis, depression, depressive symptom, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, medical device site pain, menorrhagia, migraine, polycystic ovaries, premenopausal symptoms, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased and perimenopausal symptoms to be related to essure. The reporter commented: currently planning for essure removal. Patient tolerated the procedure well after retracting the hysteroscope, there were 2 trailing coils protruding from the tubal ostia as per manufacturer recommendation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Biopsy uterus - in (B)(6) 2014: results: she did not have cancer. Ultrasound ovary - in (B)(6) 2014: results: ovarian cysts; in 2014: results: ovarian cysts. On (B)(6) 2014 patient had pelvic ultrasound, transvaginal / transabdominal ultrasound resulted in 2.2 x 1.8 x 1.9 cm complex right ovarian cystic lesion. 3.3 cm simple left ovarian cystic lesion. Recommend fo11owup ultrasound in 2-3 menstrual cycles. 2. Normal endometrium. No myometrial mass. On 10-oct-2017 patient had transvaginal ultrasound evaluation of the pelvis resulted in position- uterus is in neutral position morphology: myometrium is homogeneous. There are linear echogenic regions the cornea, likely corresponding to the essure device is not well evaluated by ultrasound. On 11-jun2014 patient had transabdominal and transvaginal pelvic ultrasound resulted in transabdominal: uterus: the uterus is anteverted and measures 7.6 x 4 x 5.1 cm. Adnexa: the ovaries appear grossly normal trans abdominally, but their internal architecture is not well assessed. Kidneys: there is mild right hydronephrosis. The left kidney is normal. Bilateral ureteral jets were identified at the level of the bladder. In order to better visualize the endometrial stripe and adnexal structures, transvaginal ultrasound was performed. Impression: 1.1.6 cm hemorrhagic cyst within the right ovary. In reproductive age patients, typical hemorrhagic cysts measuring 5 cm or less require no imaging follow-up. 2. Normal uterus and endometrium. 3. Small amount of intrapelvic fluid. 4. Mild right hydronephrosis, of unclear etiology. The bilateral ureteral jets were identified at the level of the bladder. On (B)(6) 2014 patient had CT abdomen and pelvis without and with contrast resulted in kidneys demonstrate symmetric nephrograms. No enhancing renal mass. No nephrolithiasis or hydronephrosis.there is incomplete contrast filling the distal ureters. No urothelial abnormality in the renal collecting systems, the well-visualized proximal and mid ureters, or the urinary bladder. Urinary bladder is normal impression: 1. Suboptimal characterization of the bilateral distal ureters. Otherwise no CT urography abnormality in the kidneys, ureters, or urinary bladder. 2. Bilateral essure devices. On (B)(6) 2015 patient had CT abdomen pelvis with contrast resulted in 1. Acute appendicitis. No rupture. No abscess. 2. Trace amount of fluid extending along the right paracolic gutter secondary to acute appendicitis. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage, polycystic ovaries, pelvic pain, genital haemorrhage, depression, fatigue, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of fallopian tube perforation ("essure piercing through fallopian tubes") and device expulsion ("migration of essure device location of device: uterus/positioned essure") in a 41 year-old female patient who had essure inserted (lot no. B40018) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("did not undergo essure confirmation test"). The patient had a medical history of knee sprain (gave pain meds- knee brace) in 2012 and temporomandibular joint disorder, cocaine abuse, polyhydramnios, skull fracture, d & c, rhinoplasty, facial reconstructive surgery, constipation, tobacco use disorder, alcohol intoxication, yeast infection, photophobia, phonophobia, memory loss, swelling of eyelid, redness, eye pain, trauma, swelling of elbows, pain in elbow, recurrent abortion, parity 4 ((B)(6) 1990, (B)(6) 1992, (B)(6) 2006, (B)(6) 2013) and multigravida. She denies other injury. Denies drainage. No visual changes, no aura. On (B)(6) 2014 patient had pelvic ultrasound, transvaginal / transabdominal ultrasound resulted in 2.2 x 1.8 x 1.9 cm complex right ovarian cystic lesion. 3.3 cm simple left ovarian cystic lesion. Recommend fo11owup ultrasound in 2-3 menstrual cycles. 2. Normal endometrium. No myometrial mass. On (B)(6) 2017 patient had transvaginal ultrasound evaluation of the pelvis resulted in position- uterus is in neutral position morphology: myometrium is homogeneous. There are linear echogenic regions the cornea, likely corresponding to the essure device is not well evaluated by ultrasound. On (B)(6) 2014 patient had transabdominal and transvaginal pelvic ultrasound resulted in transabdominal: uterus: the uterus is anteverted and measures 7.6 x 4 x 5.1 cm. Adnexa: the ovaries appear grossly normal trans abdominally, but their internal architecture is not well assessed. Kidneys: there is mild right hydronephrosis. The left kidney is normal. Bilateral ureteral jets were identified at the level of the bladder. In order to better visualize the endometrial stripe and adnexal structures, transvaginal ultrasound was performed. Impression: 1.1.6 cm hemorrhagic cyst within the right ovary. In reproductive age patients, typical hemorrhagic cysts measuring 5 cm or less require no imaging follow-up. 2. Normal uterus and endometrium. 3. Small amount of intrapelvic fluid. 4. Mild right hydronephrosis, of unclear etiology. The bilateral ureteral jets were identified at the level of the bladder. On (B)(6) 2014 patient had CT abdomen and pelvis without and with contrast resulted in kidneys demonstrate symmetric nephrograms. No enhancing renal mass. No nephrolithiasis or hydronephrosis.there is incomplete contrast filling the distal ureters. No urothelial abnormality in the renal collecting systems, the well-visualized proximal and mid ureters, or the urinary bladder. Urinary bladder is normal impression: 1. Suboptimal characterization of the bilateral distal ureters. Otherwise no CT urography abnormality in the kidneys, ureters, or urinary bladder. 2. Bilateral essure devices on (B)(6) 2015 patient had CT abdomen pelvis with contrast resulted in 1. Acute appendicitis. No rupture. No abscess. 2. Trace amount of fluid extending along the right paracolic gutter secondary to acute appendicitis. Previously administered products included: depo provera and mirena for birth control and oxycodone, naproxen, sertraline and calcium carbonate for an unknown indication. The patient had a family history of cancer (paternal aunt), diabetes (father, maternal grandmother, and paternal grandmother), heart disorder (paternal grandfather), heart failure (father), hypertension (paternal grandmother), stroke (paternal grandmother) and heart disease, unspecified. Concurrent conditions were listed as skull fracture since 2010 as well as urinary frequency, overweight, postoperative pain, nausea, vomiting, kidney stone, microscopic hematuria, shooting pain, flank pain, abdominal tenderness, bipolar ii disorder, stress, knee pain, abdominal pain, uterine bleeding, irregular menstruation, polymenorrhoea, excessive menstruation, endometrial biopsy, menstrual disorder, vertigo, vaginal irritation, insomnia, memory impaired, back pain, ovarian cyst, anxiety, abnormal uterine bleeding, urethral bleeding, alcohol use and smoker. Concomitant products included cymbalta (duloxetine hydrochloride) from 2014 to 2015, sertraline from 2013 to 2014 and depo provera (medroxyprogesterone acetate) for genital haemorrhage. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced painful intercourse ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2013 she experienced menstrual cramps ("severe menstrual pain / dysmenorrhea (cramping) / pain menstrual"), medical device site pain ("severe abdominal pain/ pain sharp abdominal pain in area of device/abdominal pain in both tubes constant (several times per day)"), fatigue ("fatigue"), bladder infection ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and depression worsened ("depression / depression has become more severe"). In 2014 she experienced bleeding genital ("heavy bleeding / abnormal bleeding (general)") and was found to have weight increased ("weight gain") and blood urine present ("blood in urine"). Essure was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), partial expulsion of device (seriousness criteria medically important and intervention required), depressive symptom ("symptoms of depression"), polycystic ovary ("ovarian cysts") with pelvic pain, premenopausal symptomspremenopausal symptoms ("pre-menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), incontinence ("incontinence"), abdominal pain ("abdominal pain") and perimenopausal symptomsperimenopausal symptoms ("peri-menopausal"). The patient was treated with progesterone, aspirin [acetylsalicylic acid], antibiotics, hormones and bactrim (sulfamethoxazole;trimethoprim) as well as surgery (essure removed and essure removed). At the time of the report, the genital haemorrhage, fatigue, dyspareunia and migraine were resolving, the abdominal pain had resolved and the cystitis, urinary tract infection, vaginal infection and depression had not resolved. The outcomes for fallopian tube perforation, device expulsion, dysmenorrhoea, medical device site pain, depressive symptom, polycystic ovaries, premenopausal symptoms, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, weight increased, blood urine present, anxiety, incontinence and perimenopausal symptoms were unknown. The reporter considered abdominal pain, anxiety, bladder disorder, blood urine present, cystitis, depression, depressive symptom, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, incontinence, medical device site pain, premenopausal symptoms, perimenopausal symptoms, migraine, polycystic ovaries, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: currently planning for essure removal. Patient tolerated the procedure well after retracting the hysteroscope, there were 2 trailing coils protruding from the tubal ostia as per manufacturer recommendation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.614 kg/sqm. [Biopsy uterus] in (B)(6) 2014: results: she did not have cancer [ultrasound ovary] in 2014: results: ovarian cysts; in (B)(6) 2014: results: ovarian cysts concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage, polycystic ovaries, pelvic pain, genital haemorrhage, depression, fatigue, urinary tract infection. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2022: medical record received. No new clinical information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.